Event description:
Surgeon revised a patient's left hip due to instability. Patient was revised to stryker components. Addition information received from legal on date 08/06/2019: plaintiff alleges the left abg ii hip implanted on (B)(6) 2012 failed causing pain and elevated metal ion levels. Plaintiff underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
Additional information: update to executive summary and date of implant. An event regarding instability and abnormal ion level involving an unknown implant shell was reported. The event was not confirmed for any of them. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review could not be performed as the reported device was not properly identified. -complaint history review could not be performed as the reported device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a patient's left hip due to instability. Patient was revised to stryker components.